Event description:
It was reported, the pump had been delivering dilaudid 20 milligrams (mg) per milliliter (ml) for about 10 years. It was changed to 10 mg/ml for approximately 2 years due to the possibility of inflammatory mass or granuloma. About a year ago, it was changed again to 15 mg/ml which was the current concentration. The pump also delivered clonidine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2001 (B)(6); product type catheter. (B)(4).